Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device labe code for f10. Position 2: 1701. Device label code for f10. Position 3: 1738. Underwater leak testing discloded a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 97-00427) after iabp for 23 hours, iab leaked. No alarms sounded. The iab was removed and a second was inserted. On 5/8/97, the following info was reported to datascope: the iab inserted into the pt on 4/16/97. On 4/17/97 after iabp for 23 hours, "check "cath" alarm sound from the pump. All connections were checked and no blood was noted. The iab was refilled and blood was noted immediately in the gas line. The iab was removed and a second was inserted. The pt was transferred to university of michigan hospital. [Event complications]: none from the event - reported 4/17/97; unk - rpt'd 5/8/97. [Pt's current status]: pt transferred.